Event description:
The trailing haptic of the aq2015a broke as the surgeon inserted the lens. The lens was removed without enlarging the incision and another same model/same diopter lens was implanted. There was no patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).evaluation results:visual inspection of the returned lens shows half the lens is missing and there was a clear surgical residue on the lens. (B)(4).